Event description:
The customer reported that while the unit was in use on a pt during transport, the unit provided a low battery alarm and then shut down. The unit was plugged into an inverter, and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the battery. The unit was tested to factory spec. It functioned normally and was returned to the customer.